Manufacturer narrative:
Physio-control was notified by the customer that the third party service agent evaluated the device and verified the reported issue. The power pcb assembly was replaced and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The device was not returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they are sending their device to a third party service provider. The device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device would not power on with dc power. There was no report of any patient use associated with the reported issue.